Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. A new cartridge was loaded resolving the issue. There was no reported adverse impact to the customer's blood glucose level.